Event description:
A patient in a study underwent a da vinci assisted (salpingo-) oophorectomy and omentectomy surgical procedure. The day after surgery, the patient reported a sensation of numbness in the area of the right femoral nerve. This was attributed to the patient¿s positioning during the surgery. By the day of discharge, this was no longer an issue. During the one-month telehealth follow up consultation the patient complained of persistent paresthesia in her right thigh, which was described as difficult to bear. A return to work is therefore not yet possible. The patient¿s primary care physician is managing the care and emphasizes the longer healing time is associated with an irritated nerve. The index procedure was completed without intra-operative complications and no da vinci device malfunctions. Discharge to home occurred two days after surgery. The study investigator reported the event as mild severity, not a serious adverse event, a clavien-dindo grade I, possibly related to the procedure, but not related to the da vinci investigational device, not related to the patient's underlying disease status and not related to a third-party device.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height: 172 cm., body mass index (bmi) 24.7 kg/m2.